Event description:
User reported that the level sensor triggered unnecessarily. There was no patient harm.

Manufacturer narrative:
Upon receipt of the device, there were no visible issues noted. The device was connected to test equipment and was working as expected. There was no device issue confirmed during the investigation.